Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (4000 mcg/ml, 288 mcg/day) and morphine (15 mg/ml, 1.08 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the wrong drug concentration was entered. During the last refill ((B)(6) 2017) they had entered in the drug con centration. They did not catch this error until the refill on (B)(6) 2017. The incorrect programming was baclofen (2000 mcg/ml, 144 mcg/day) and morphine (7.5 mg/ml, 0.54 mg/day) at a pump flow rate of 0.072 ml/day. The pump actually contained 4000 mcg/ml baclofen and 15 mg/ml morphine, giving a 288 mcg/day baclofen and 1.08 mg/day morphine dose. The hcp wanted assistance with programming. They were putting in the 2000 mcg/ml of baclofen and 7.5 mg/ml of morphine. The technical service specialist (tss) walked caller through steps to update pump to reflect what was in the pump (baclofen- 4000 mcg/ml, morphine- 15 mg/ml). Tss then had caller interrogate pump again and update the programming for the refill (baclofen- 2000 mcg/ml, morphine- 7.5 mg/ml). The hcp stated she was seeing a bridge bolus amount of 1942 mcg and a duration of 161 hrs 54 min (total drug volume= 0.486 ml). Tss reviewed the programming sounded correct. The hcp would continue the rest of the programming for the personal therapy manager (ptm). They patient did really well so they were going to increase the dose to what the patient was actually receiving (288 mcg/day in simple continuous). The manufacturer representative called. Tss reviewed rationale for use of higher pump tubing volume for a bridge bolus (0.197+0.289=0.486 ml) as t he pump would be speeding up with drug concentration going from 4000 to 2000 mcg/ml. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's weight was provided and the serial number of the physician programmer used to program the pump at the refill was also provided.